Event description:
A healthcare professional reported patient with delayed onset diffuse lamellar keratitis left eye noted at 6 months post op of lasik surgery. The patient was treated with steroid drops. When tapering the eye drop, the patient experienced photophobia, glare, halos, and shadows. A tapering dose of oral steroid was prescribed and this resolved the issues. The patient is doing well and the vision is remarkable.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).